Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right atrial (ra) lead had fractured. During a pacemaker replacement procedure for normal battery depletion (nbd) this ra lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.